Event description:
At 13:34 bp round was completed, and access was checked and ok. At 13:47, venous needle was found to be dislodged and pt was unresponsive. Machine did not alarm. Venous limits were noted to be set at 100 greater than 300 cc noted on the floor under the dialysis chair. Saline infused via arterial needle, bp 60/30 and pulse 91, 400cc normal saline given, oxygen via mask applied at 151 liters. Respirations agonal. At 13:49, bp 100/62 p 79 continued saline infusion. Pt responsive at this time, slow however. Doctor (B)(6) notified and said to send to emergency room. At 13:551, bp 126/63 p 79. Pt more responsive. At 13:53, bp 118/56. At 13:55, bp 113/51 p 76, venous blood returned through art needle. Pt stated "I'm cold", squad present. At 13:57, bp 119/57 p 70. Transported to emergency per squad.